Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The investigation was unable to determine a conclusive cause for the reported slda. The slda resulted in recurrent mr. The reported patient effect of recurrent mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment. It was reported that the initial mitraclip procedure was performed on 08/28/2019, to treat functional mitral regurgitation (mr) with a grade of 3. One mitraclip was implanted, reducing mr to <1. On (B)(6) 2019, it was noted that a single leaflet device attachment (slda) occurred and the mr increased to 4. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. On (B)(6) 2019, a second clip was implanted to stabilize the slda reducing mr to 2-3. The patient is stable and in good condition. There was no clinically significant delay in the procedure. No additional information was provided.